Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that it was decided to not use ventricular capture management and use a manual setting instead.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the device was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory had an observation with pacing capture management in the right ventricular chamber. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that after implant, the implantable pulse generator (ipg) ventricular capture management was not pacing correctly. It was also noted that there was noise on the pacing lead. The patient's hospitalization was extended due to the issue. The ipg and lead remain in use. No patient complications have been reported as a result of this event.